Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable pulse generator (ipg) device displayed an invalid data error code when the clinician was trying to open the electrogram detail for ventricular high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.